Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('I bore down too hard and the coil burst through') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and dyspareunia ("my sex life always entailed holding my stomach down as it was so painful"). At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure. The reporter commented: "I am a part of the essure lawsuit. Anyone else that has this device in could die just from pushing down too hard from a bowel movement. I could have died from this. I am one of the lucky ones because I bore down too hard and the coil burst through." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('I bore down too hard and the coil burst through') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and dyspareunia ("my sex life always entailed holding my stomach down as it was so painful"). At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure. The reporter commented: "I am a part of the essure lawsuit. Anyone else that has this device in could die just from pushing down too hard from a bowel movement. I could have died from this. I am one of the lucky ones because I bore down too hard and the coil burst through." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('I bore down too hard and the coil burst through') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and dyspareunia ("my sex life always entailed holding my stomach down as it was so painful"). At the time of the report, the perforation and dyspareunia outcome was unknown. The reporter considered dyspareunia and perforation to be related to essure. The reporter commented: "I am a part of the essure lawsuit. Anyone else that has this device in could die just from pushing down too hard from a bowel movement. I could have died from this. I am one of the lucky ones because I bore down too hard and the coil burst through." Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-dec-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.